Event description:
It was reported that the recovery filter was scheduled for routine removal seven months after implant. Pre-removal cava gram revealed a slightly tilted filter with the detached arm. Detached arm does not appear to have migrated. The doctor was unable to get the removal cone around the apex of the filter. Filter remains implanted. Patient is reported to be fine.

Manufacturer narrative:
The device history record was reviewed with special attention to the manufacturing and quality control process. This lot met all release criteria. This is the first event reported for this lot. The filter was not returned for evaluation, as it remains implanted. Based on the information submitted, the definitive root cause of this event is unk.